Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error, motor error, unspecified insulin pump error as well as squirt insulin out of the infusion set while prime, instead of just dripping out. Customer¿s blood glucose level was unknown. Customer stated that the buttons of the insulin pump were not responding. Customer stated that the battery cap worn out and rewind was slower. The device will not be returned for analysis.